Event description:
Event description cpi received information that during a routine follow-up diverted episodes were noted. It was further reported that the oversensing caused pacemaker inhibition and noise was noted on the ventricular rate-sensing electrogram.